Event description:
It was reported the 9800 system continued to "beep" after exposure and foot pedal release. No patient information provided.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator interface board (gib), reflashed nodes and reloaded calibration files. The system was tested and found to be working as intended. Returned to service.